Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer failed to closed shows error. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device bd pyxis¿medstation¿ es used in this incident, it was determined that the drawer failed to close and showed error due to a fallen magnet. A technical support specialist confirmed that the issue was resolved by a field service engineer. The system functioned as intended after the technical support specialist investigated the device.